Event description:
Patient was transferred from another hospital with a cvc(cvc (central venous catheter)) line in place. The line was found infiltrated and removed. Section of the catheter was retained. Interventional radiology was consulted, and section retained was removed successfully.